Event description:
Per the clinic, the attract magnet was explanted on (B)(6) 2024 due to headache, skin feels hot at magnet site and pain during MRI. It is unknown if there are plans to reimplant the patient as of the date of this report.